Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: device log files were reviewed for this event. The investigation found that the complaint of inaccurate cuts, anterior and posterior chamfer cuts as reported, could not be confirmed in all the log files analyzed. The pointer tool was utilized to check only few resection planes in all the log files analyzed. The investigation found that the most probable root cause of the reported issue is the potential array movement and leg/robot movement in combination with sub-optimal leg positioning and sub-optimal anterior cortex line acquisition. The investigation found evidence that the femur array may have moved during initial leg alignment and landmark acquisition steps in most of the log files analyzed as well as in landmark acquisitions and few cut steps. As array movement may have occurred prior to any femur or tibia cuts, there is a potential risk of inaccurate bone resections. When bone array moves, the accuracy of the system compromised and this could lead to inaccurate cuts. The investigation found that the verify check point was able to pass before femur and tibia cuts began, but after all the femur cuts and tibia cuts completed, verify checkpoint was not done, so array movement could not be confirmed. While the exact cause of the array movement cannot be established, array movement is generally caused by the arrays not being securely attached. Please ensure the array is properly secured during the procedure to avoid array movement. If the verify checkpoint step cannot be completed, please do not continue the operation. Adjustments are not permitted after the first bone resection: if bone array movement occurs the reference frame becomes inaccurate. The robotic-assisted procedure must be aborted, and the procedure must be completed using conventional manual instruments (see appendix 1: ¿system troubleshooting¿). Use ¿verify checkpoint via toolbox¿ to confirm that the bone arrays have not moved. The investigation found that "instruction: "[saw disabled] saw blade plane deviates too much from the cutting plane" message displayed during tibial and femoral cut steps in all the log files analyzed. This indicates that there was considerable robot/leg movement during femoral and tibia cut steps. This would cause power to the saw handpiece to be cut. The constant cutting of power while during the cut means movement is large enough that the system cuts power, this could lead to inaccurate cuts. During operation the robot moves rapidly. Robot movement is generally caused by the system not being properly mounted to the bedrail. The patient¿s leg must be stabilized during resections. The surgeon¿s preferred leg holder may be used to stabilize the leg if it does not inhibit the function of the velys¿ robotic-assisted solution. Prior to each resection, ensure the leg is stabilized in the desired position. The instructions for use (IFU) outlines: any large leg/robot movement will require a rapid adjustment by the robotic-assisted device and can potentially introduce inaccuracy. The investigation found that during most cuts, the leg was sub optimally placed in one of the log files analyzed with a flexion of ~117 degrees of flexion. The leg was likely not appropriately positioned relative to the robotic-assisted device. The leg is angled away from the device array. ¿ position the leg at the center of the device array interface at 25 mm (1 inch) below the femoral epicondyles. ¿ place the knee in a stable position, flexed between 90 degrees and 110 degrees. ¿ ensure the leg and the holding arm are both vertically aligned. ¿ ensure the planned implant axis (and not the bone axis) is aligned with the device axis. The investigation found that the anterior cortex line acquisition was acquired sub optimally in one of the log files analyzed. The anterior-posterior (a-p) shift, from the planning screen, is the distance between the anterior cut plane and the anterior reference point derived from the anterior cortex acquisition. If the anterior cortex line is acquired too laterally, the a-p shift from the planning screen will underestimate the exit point of the anterior resection and lead to the implant notching. It can be useful to use the pointer array to verify the position of the anterior resection plane, prior to cutting, by placing the pointer array near the anterior resection plane in order to mitigate notching per the instructions for use (IFU). The pointer array can be used to mimic the use of an "angel wing" where the system will display the distance between the pointer array tip and the resection plane. Implant size is determined from the distance between the lateral most posterior point on the femoral condyle and the anterior cortex. If either point on the femur is not acquired correctly, then the implant size may be different than expected. This could lead to an inaccurate initial assessment of the implant size. The IFU states, "a smooth line must be acquired with the pointer along the lateral surface of the anterior cortex. This line will later be used to calculate the anterior reference point which is where this line crosses the exit of the anterior cut plane in anterior referencing techniques." The investigation found evidence in one of the log files that there may have been some saw blade deflection during posterior cut step. This would have led the saw blade to float during subsequent anterior chamfer and posterior chamfer cuts, which eventually would have led to inaccurate cuts. There are no defects found with the system or software. The software was performing as intended. The user indicated that there was no negative impact to the patient outcome and no patient harm and the investigation indicates that the system was behaving properly. Root cause: the investigation found that the most probable root cause of the reported issue is the potential array movement and leg/robot movement in combination with sub-optimal leg positioning and sub-optimal anterior cortex line acquisition. No defect was found with the system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station device, the surgeon was concerned that his cuts, predominately chamfer cuts had been over resected more than usual the past couple of weeks, sometimes by 2-4 mm. The device was used in conjunction with the robotic assisted base station device. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.